Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, minor scratches on the display window, a cracked case at the reservoir tube window corners and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump sustained physical damage to the casing. The customer stated that she was replacing the infusion set and noticed a piece missing from the reservoir compartment. She also observed 3 cracks at the side of the reservoir compartment. The customer's blood glucose was 280 mg/dl. She was unsure how the damage occurred. The customer also reported that her blood glucose meter read high in the morning, treated with a manual injection, and the blood glucose lowered to 290 mg/dl. She noted that her blood glucose had been running higher than usual and that she kept the insulin pump in her bra using the clip. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.